Event description:
It was reported that a patient undergoing deep brain stimulation therapy experienced difficulty charging the left implanted neurostimulator using the wireless recharger. The patient reported a tremor and stated that the wireless recharger was not connecting to the left implant. Troubleshooting steps included resetting the wireless recharger off the docking station twice and attempting to connect to the left implant, but the issue persisted. The patient confirmed the use of only one wireless recharger, was wearing thin clothing, and did not have the percept patient communicator near or on the implant during attempts. The issue was not resolved through troubleshooting, and a device replacement was required. No patient complications have been reported as a result of this event. Additional information receive that the patient called back with replacement recharger. Patient stated the past few days the new recharger was only showing an orange light when they tried to turn it on. Agent walked patient through pairing new recharger to handset successfully during the call. Patient then attempted to connect recharger to ins, recharger very briefly connected to left ins and then disconnected. Patient attempted to reposition recharger over both ins'. Recharger did not connect. Agent redirected patient to hcp.

Manufacturer narrative:
Continuation of d10: product type recharger product ID b35300 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.